Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot # h11d1114, expiration date 05/02/2019; lot #h10d2274, expiration date 05/10/2019. This part is not approved for use in the united states; however a like device catalog # 7540020, 510k # k052187 was cleared in the united states. The manufacture date for lot h11d1114 is 11/16/2009; the manufacture date for lot h11d2274 is 04/19/2011. The devices were not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a procedure via plif using interbody device and posterior fixation. During final tightening for the break off set screw, the driver slipped and the set screw could not be broken off. The set screw was replaced and found was cross-threaded. The replaced set screw worked well and the procedure was completed without any further incident. No patient injury was reported.